Manufacturer narrative:
The trilogy evo ventilator was evaluated at the manufacturer's service center on 12-sept-2024 with the following findings: an operational check was completed with no abnormalities found. The device event log was reviewed, and it was confirmed that there were no errors in the log that indicated a device failure. Functional testing was completed and confirmed the device passed all testing steps without failure. Since there were no abnormalities during device testing and no issue with the device's behavior, it has been determined the device operates as intended. Final testing was completed to include battery check, valve check, run-in tests and cleaning. The software was upgraded from 1.60.06.00 to 1.06.10.00. The device was confirmed to operate properly.

Event description:
The manufacturer received information alleging that during clinical and therapeutic use of a trilogy evo ventilator on (B)(6) 2024, a ventilator dependent patient expired. The patient's family went to provide routine daily care to the patient and observed the circuit disconnect alarm sounding and the patient respiration had stopped. The patient's family did not notice it prior, as they were located on the second floor. The family further reported that resuscitation procedures were initiated but were unsuccessful. Additional information received from the patient's family included, "the connection between the exhalation port and the bellows was loose.". They also provided, "it is also possible the circuit came off when the patient moved." The device was collected by a philps representative on august 27, 2024. A preliminary inspection of the trilogy evo ventilator found no issues. The breathing circuit (1126410/is passive wt circuit) was noted to be easily disconnected in the middle. The device has been requested for evaluation by the manufacturer. The investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.